Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, a thrombus was identified on the surface of the closure device. The patient was instructed to discontinue dual anti-platelet therapy and begin apixaban. The patient will undergo additional follow-up in january 2024.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, a thrombus was identified on the surface of the closure device. The patient was instructed to discontinue dual anti-platelet therapy and begin apixaban. The patient will undergo additional follow-up in (B)(6) 2024. It was further reported that during the follow-up examination in (B)(6) 2024, transesophageal echocardiogram showed no presence of thrombus and the patient was instructed to begin 81mg aspirin.

Manufacturer narrative:
B5 describe event or problem updated. D4 suspect medical device updated. H4 device manufacture date updated.